Manufacturer narrative:
Multiple attempts were made to gather additional information, including product serial number as well as complete audit logs and configuration files, with no response. Analysis was performed by remote service personnel which included remote troubleshooting and review of screenshots of settings and partial logs. The issue described by the customer was not observed and the log analysis did not reveal any cause for the described behavior. Based on the results of the analysis, the product malfunction was unable to be confirmed. The issue was not observed and there was no cause for the issue identified based on the limited log reviewed. The customer confirmed the system is working now and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that the screen was completely down and not playing alarms. The device was in use on a patient at time of event, there was no adverse event reported.

Event description:
Philips received a complaint on a patient information center ix indicating that the alarms were not played back audibly. The device was in use on a patient at time of event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.